Event description:
Zenith main body graft was advanced through difficult aortic anatomy. Physician elected to deploy the main body graft low as a result of the anatomical condition of the aorta. A main body extension was then deployed at the proximal portion of the main body sealing stent to provide further coverage in the aorta. Post deployment angiogram noted an impingment upon the right renal artery by the main body extension. Another MFR's stent was deployed inside the right renal artery. Renal artery was successfully stented and procedure was concluded noting good flow through both renal arteries. No endoleak presence was observed during the final angiogram.